Manufacturer narrative:
The reported events of bent connector pin and the broken helix mechanism were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination found the stylet used at the procedure was bent/stuck inside the lead and the connector pin was broken preventing the helix from being extended. The cause of the reported events was isolated to the broken connector pin consistent with procedural damage. No other anomalies were noted.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, it was noted that the connector pin of the right ventricular (rv) lead was bent. Moreover, the helix of the rv lead could not extend when attempted to be fixed in the rv channel. A new rv lead was used to resolve the event. The patient was stable with no consequences.